Event description:
It was reported that this patient had previously received an inappropriate shock due to atrial fibrillation with rapid ventricular rate. The shock was out of the conditional zone but was successful in converting the patient's arrhythmia. The patient recently received an additional inappropriate shock due to t-wave oversensing. The system was subsequently reprogrammed to primary sensing vector. No adverse events were reported.